Event description:
The customer called stating he was found unresponsive by his wife and was taken to the hospital for low blood glucose. The blood glucose reading was 20 mg/dl. The customer stated he changed the infusion set the night prior to the event and he stated the reservoir was full of insulin. However, the reservoir was completely empty next day when the event took place. Troubleshooting was performed and the insulin pump had the wrong time and date. The alarm history revealed that the insulin pump gave an error alarm that cleared all of the settings. Nothing further was reported.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. No conclusion can be drawn at this time. Further information will follow once the analysis has been completed.